Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a stored alert for low, out of range hv lead impedance was observed. Patient notifier will remained programmed off and the patient will be monitored.